Event description:
The customer reported to olympus that a bulb error displayed after a bulb was installed on the xenon light source. The error message appeared two weeks after the new bulb was installed. The customer confirmed that a maj-1817 xenon lamp bulb was used. The bulb was properly installed with thermal grease, and it was reported that the bulb was truly burned out. The bulb was replaced with an olympus bulb, and the issue was resolved. No harm or user injury were reported. The device will not be returned. The customer confirmed later that they had been using a third-party olympus bulb.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Correction on field b5, d10 and h6 (device not returned). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. However, the bulb was really burned out. Since the problem was solved by replacing the bulb with an olympus bulb, it is presumed that it was caused by the use of a lamp other than that made by olympus. The following information is provided in the instruction manual regarding the assembly of non-olympus devices. "Warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a bulb error after the new bulb was installed on the xenon light source. It is unknown when the issue was found. There were no reports of patient harm.